Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check for the ECG cable. There was no reported patient involvement.

Manufacturer narrative:
The reported issue was confirmed and traced to a faulty processor pca, therapy pca, power pca, therapy connector, ac power module. The noted parts were replaced and the device passed all performance assurance testing and was placed back in service.